Event description:
(B) (4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) testing found the device had no telemetry and no output. The device lost telemetry and function due to battery depletion brought on by excess current drain. Further analysis did not find any anomalies within the device or the hybrid. The root cause could not be determined.

Event description:
Early eri (elective replacement indicators) was reported. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.